Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37761, lot# serial# (B)(4), product type: recharger. Analysis of the recharger (serial # (B)(4)) found that the complaint was unverified. Conclusion applies to the ins and desktop charger. Conclusion applies to the recharger. (B)(4).

Event description:
It was reported that the implantable neurostimulator recharger (insr) kept cutting out, it shut down and the screen went away. The insr shut down when trying to recharge. There was a report that the patient was sent a new recharger about 10 days prior and the recharger was not working. The patient had not been able to recharge for about 8-9 weeks and it was showing the charge the recharger screen as it was only about 1/4 full. The patient was unable to recharge with the recharge that they sent to them 10 days prior because sometimes the screen goes out. The patient reported that the connector pin was a little loose. It was reported that they also sometimes gets coupling boxes and then they go away and then had only a few. No stimulation sensation was reported. The patient reported that their machine had not worked for 8-9 weeks and when troubleshooting over the phone, the patient was able to get it charged. It was reported that the patient was able to get it charged and was charging for sometime during the report. The patient stated that the device was doing okay but was still hurting. When they were trying to get it recharged, they could not get it going. There was a report that they had no stimulation that started 9-10 weeks prior. When they went to charge, it wouldn't charge. When the patient was plugged up to recharge, they couldn't get it to work. The patient was sent a new charger and it was working and then it just stopped working because the battery ran down. The patient went to the physician and had it reprogrammed where it was working for a while. The patient could not "get it going" when they were trying to recharge. The patient met a manufacturer representative (rep) who adjusted it and it was working for a while. This was 6-7 weeks ago. The patient had been trying to charge for 8-9 weeks and couldn't charge like it was now. The implantable neurostimulator (ins) was about 1/3 charged. They had been to the spine doctor four times and that was when they put some injections in their back. Additional information received reported the event cause was not determined. A date of (B)(6) 2015 was noted. No troubleshooting, interventions, or other actions were taken to mitigate or resolve the event. The patient recovered without permanent impairment. There was additional information that reported that the insr was not charging. The patient was sent new cords, a new machine, and belt. One minute it would charge but the next it wouldn't. The patient had been trying to recharge for 4 days but couldn't get it to come on or nothing. The patient had an appointment with the healthcare provider (hcp) on (B)(6) 2015 and would like a rep to troubleshoot. It was reported that this "machine" hadn't worked for 3 months. During a previous report, the patient was walking around their house and got a signal that recharged the ins "pretty good" but was not working again. It was reported that the insr was plugged in recharging 24/7. The insr screen was telling the patient to plug the insr into the wall outlet to recharge but it was already plugged in. The green light was showing on the desktop charger. The patient just had the insr replaced 30-45 days prior. The connector pin area did not seem loose but a tiny bit bent. The problems with the current insr had been ongoing for the last 30-45 days if not longer. Relevant medical history includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.